Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record (DHR) review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: sep 14, 2016. Expiration date: aug 1, 2026. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. The non-sterile device lot (part number 03.130.202, lot f-20217) DHR was also reviewed, 03.130.202, lot f-20217. Date of manufacture: jul 20, 2016. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No ncrs were generated during the production of the non-sterile subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the drill bit broke during surgery to treat a fourth base phalanx fracture on (B)(6) 2017. The drill bit broke during drilling and the fragment was retained in the patient. There was a surgical delay of two (2) minutes due to the reported event. The patient is reportedly doing well postoperatively. This report is 1 of 1 for (B)(4).